Event description:
Customer reported receiving a button error alarm on the insulin pump. Customer did not recall any significant events that led up to the alarm. Blood glucose level was 116 mg/dl at the time of the call. No further information was provided.

Manufacturer narrative:
Insulin pump received with proper button response however corrosion was found on the keypad traces. No button error alarms noted during testing. Insulin pump received with cracked case on the lcd display window corners, crack on lcd display window, minor scratches on lcd display window, crack on the battery tube threads and crack on the reservoir tube lip.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.